Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen as well as pump error 35. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. Customer stated that the insulin pump was alarming frozen display. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to verify a broken force sensor was detected during seating or regular delivery, frozen screen and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error . Insulin pump received with serial number label fading.